Event description:
It was reported that the patient experienced left cylinder aneurysm of the ambicor penile prosthesis (app) due weakened tunica. The app was removed and replaced with a spectra concealable penile prosthesis. No further complications reported in relation to this event. Product was explanted but not expected to be returned. Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.

Manufacturer narrative:
Analysis of the ams ambicor penile prosthesis found that cylinder 1 passed functional testing but had buckling at the folds. Cylinder 2 also had buckling at the folds. Functional testing was not completed for cylinder 2. The pump functioned as intended. Analysis concluded that the damage was due to a component failure. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records for tcf 328610 found no evidence that the device failed to meet applicable product specifications prior to shipment from bsc. Ship history, labeling review and risk review not required per (B)(4) wi cis product investigation. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered cause traced to component failure. This complaint investigation conclusion code is utilized for an expected or random component failure without any design or manufacturing issue. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that the patient experienced left cylinder aneurysm of the ambicor penile prosthesis (app) due weakened tunica. The app was removed and replaced with a spectra concealable penile prosthesis. No further complications reported in relation to this event.